Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 200 ohms. The impedances had gradually increased and had been greater than 200 ohms for the last year. This rv lead remains in service. No adverse patient effects were reported.